Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. There were no anomalies or irregularities observed on the insulation of the returned lead. The silicone medical adhesive used to backfill specific sections of the lead is part of the standard operating manufacturing process. (B)(4).

Event description:
It was reported that prior to the procedure, the physician noticed that the insulation of the right ventricular (rv) lead was irregularly shaped and bubbles in the insulation were observed. The lead was not used and no patient complications have been reported as a result of this event.